Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that there was a leakage in the membrane. No patient consequences. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not air enter the patient¿s body. Blood return was observed and the approximate volume of blood that was lost was less than 30ml. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The dilator was found in normal condition. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal action related to the reported complaint were identified. The leakage reported by the customer was not confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 3-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that there was a leakage in the membrane. No patient consequences. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not air enter the patient¿s body. Blood return was observed and the approximate volume of blood that was lost was less than 30ml.